Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) system. Upon review, the presenting egm showed the device exhibited oversensed noise on all channels. It was noted that the oversensed noise appeared to be electromagnetic interference (emi) in nature. The hcp will follow up with the device treating clinician. At this time, no adverse patient effects were reported. This crt-d remains in service.